Event description:
White precipitant forming in medrad avanta fluid management injection system, designed for multi-patient use. Occurred multiple times over a period of over a week. All lot numbers of medrad avanta seem to be the same. Isovue 370 involved in all cases but lot numbers have differed. Isovue 370 has been in use for many years without problem. Isovue bottles appear completely sealed and without visible cracks. Isovue has no appearance of precipitate before entering medrad disposable set. This is a new event, we have not seen this type precipitate using earlier medrad systems designed for single use. Dose or amount #1 and #2. Na. Dates of use: #1. 2008. #2. 2000 - 2008. Diagnosis or reason for use: #1. Radiocontrast administration device. #2. Radiocontrast. Event reappeared after reintroduction? #1 and #2. Yes.